Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient checked the ins battery and thought that they turned it off. The hcp reported that the patient had tremors for 20 minutes and turned the ins back on. The hcp reported that at that time the patient felt shocking in the left arm. The hcp reported that the patient has been having more slurring of speech, but no twitching or numbness. The hcp reported that the patient was programmed on the left with 2-c+, 3.2v, and on the right with 11-10+, 4.0v. The hcp reported that on the left, c3, 03, 13, and 23 all had impedances of >40,000 ohms, c2 was 838 ohms, and 12 was 964 ohms. The right side impedances were 1621 ohms at highest. No further patient complications have been reported as a result of this event.